Event description:
Clearlink system continu-flo solution set with duo-vent spike. When attempting to administer IV abx (antibiotics) to patient the tubing began to leak at the y-site closest to the patient. Abx stopped as soon as this was seen.